Event description:
Balloon - inflation; it was reported that the balloon inflated slowly and deflated slowly prior to use. Catheter was not used on patient.

Manufacturer narrative:
Customer report was confirmed. Balloon inflated clear, concentric and remained inflated for more than 5 mins. Balloon inflation and deflation times were out of spec according to engineering specifications.

Manufacturer narrative:
Further evaluation revealed grayish occluding substance near the tip in the inflation lumen. Sent to chemistry - chemistry testing found that the substance showed similar absorption characteristics when comparing to polyamide like material.